Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a dislodged grip tang at the distal end. The grip tang was not properly seated within the yaw pulley. The cause of the dislodged grip tang was the grip over rotates due to grasp/ pull plus lateral loading action. The grip rotated past center point to dislocated grip out of normal position. Common causes of this failure mode are typically attributed to the user. These are attributed to damage during use, which may include an accidental drop of the product or collisions with other objects or hard surfaces.